Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they took a swim and now the pump has fluid in it, and is not working. The customer's blood glucose level at the time was 102mg/dl. The customer states the fluid is under the lcd display. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.